Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload stuck during firing. A new device was used to complete the procedure. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of two (2) reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted one reload was partially fired with a deformed anvil clamping mechanism and a damaged knife blade. The other reload had a full complement of staples. During functional evaluation, the interlocks were overridden and the reloads were fired successfully. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter.